Event description:
It was reported that the physician was unable to flush the patient's catheter. A catheter dye study was performed and they were unable to inject during the study. Precipitate was possibly present in the catheter. The physician replaced the pump due to underinfusion and the catheter due to a possible occlusion. The patient outcome was stated as "no injury". The medications being delivered via the device system were dilaudid and clonidine.

Manufacturer narrative:
(B) (4) - the pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is completed.